Manufacturer narrative:
Additional information target treatment area: calcified complete total occlusion (cto-100%) there was no twist visible in the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hub, strain relief, shaft, the proximal end of the balloon and part of the guidewire tube was returned for evaluation. The distal part of the catheter (distal end of the balloon and guidewire tube, markers) were not returned. A visual inspection was completed and it was noted that there was blood on the shaft and balloon. The guidewire tube was stretched and the balloon portion was broken by a circumferential cut. No further testing was performed due to the condition of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a pacific xtreme device with a non-medtronic 6 fr x 45cm sheath and a non-medtronic 0.014 260cm wire for treatment of a 270mm calcified total occluded lesion in the patients mid right superficial femoral artery of diameter 5mm. Moderate calcification and tortuosity were reported. The IFU was followed and the device was prepped without issue. No resistance was encountered advancing the device, the balloon did not go through a stent. Embolic protection was not used. A non-medtronic inflation device was used to inflate the balloon to 18atm. The physician reported inflating the balloon above the pressure specified in the IFU as the balloon would not fully expand. It was reported the balloon ruptured and fragmented within the patient¿s vessel. The physician decided to stent over and oppose the fragments to the vessel wall. The patient was monitored post-procedure and no adverse event was reported.